Event description:
Information was received from a distributor (dis) via healthcare provider (hcp) via a manufacturer representative regarding a patient having minimally invasive transforaminal lumbar interbody fusion (mis-tlif) spinal therapy for l4-5 herniated intervertebral disc (hivd). Levels implanted was l4-5. It was reported that during procedure, the interbody spacer was selected and impacted until it was fully sub-flush within the intervertebral space. Following intraoperative x-ray confirmation, the surgeon attempted to impact the implant slightly deeper, and the trailing end of the peek implant fractured upon impaction. The surgeon removed the broken fragments; however, a remaining portion of the implant was firmly wedged and could not be retrieved, and a portion was left in situ when the procedure was concluded. The patient was reported alive with no injury and no postoperative adverse reactions. No further complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that cannot be determined whether this event was due to user error. The surgeon explicitly verified that the connection between the inserter and the implant was secure and stable after assembly. Furthermore, the implantation process was smooth and strictly followed the instructions for use (IFU). There is no revision surgery is planned or scheduled. During the procedure, the surgical team confirmed that all fragments had been completely removed, and the cage was securely fixed in place.

Manufacturer narrative:
G2: country of origin is taiwan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.